Event description:
It was reported that asymptomatic patient presented in the clinic after receiving a vibratory notification. Oversensing of noise resulted in inhibition of pacing. Myopotentials were suspected and isometric testing was performed and he noise could not be reproduced. The patient will continue to be monitored remotely and scheduled for a follow-up appointment.

Manufacturer narrative:
No medwatch form was received.